Event description:
This is being filed to report the clip failing to establish final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An initial xtw clip was placed on a2/p2 with no issue. The 2nd xt clip delivery system (cds) was placed lateral to a2/p2. Once the clip was placed on the valve, establishing final arm angle (efaa) failed twice, so the device was removed. Another xt clip was placed without issue, reducing mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported clip opening while establishing final arm angle/efaa. Was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the clip opening while establishing efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.